Event description:
The customer contact reported loss of suction. It was reported after an unspecified length of time in use, the suction liner leaked and fluids collected in the canister. At this time, loss of suction was noted. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The catalog number provided is the domestic list number that is comparable to the international list number in the "other field". The customer indicated that the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B)(6).